Event description:
Boston scientific received info that during the implant, after pocket closure, this lead was noted to be dislodged. The pocket was re-opened and the lead repositioned with no further issues noted. No adverse pt effects were reported other than the additional procedure. The lead was repositioned and remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.